Event description:
It was reported that the unit failed the defib test. There was reportedly no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and found that the processor pca and high voltage capacitor need replacement. Upon conclusion of the evaluation, it was determined that the processor pca and a high voltage capacitor require replacement. They were replaced. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time. The device meets the specification for the performed service and is returned to use.